Event description:
Reporter indicated that pt was having her generator removed due to a "generator failure." Follow-up with trending physician revealed that generator was removed because pt no longer wanted to be on vns therapy. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.